Manufacturer narrative:
(B)(4). This report for peritonitis is not confirmed because the disposable set was not returned to baxter. There was no lot number given and no issues or deviations from standard procedure were reported. The cause is determined as no device malfunction or use error identified.

Event description:
This report was received from (B)(4) and is a spontaneous consumer report with supplemental information provided by a nurse in (B)(6) of peritonitis with (B)(6), fatal respiratory failure and fatal stroke in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment information was unknown. Outcome was not reported. On (B)(6) 2011, during hospitalization, the patient died due to respiratory failure and stroke (onset dates not reported). The nurse stated that the patient had multiple strokes at the time of death. Dianeal and extraneal therapies were ongoing until the time of death. It was not reported whether an autopsy was performed. Concomitant medications were not reported. The nurse reported that the events of peritonitis with (B)(6), fatal respiratory failure and fatal stroke were not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.